Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that the patient is deceased. Additionally, it was reported by the patient¿s spouse that the patient¿s implantable cardioverter defibrillator (ICD) contributed to the patient¿s death.